Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ coil migrated and disappeared/ migration of essure device location of device: unknown/ perforation (fallopian tube(s))") and uterine perforation ("perforation (uterus)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included muscle contractions involuntary, c-section, gestational diabetes mellitus and abdominal pain lower. Concurrent conditions included astigmatism, myopia, presbyopia, obstructive sleep apnea syndrome, ovarian dysfunction, plantar fasciitis, menometrorrhagia, vulval swelling and obesity. Concomitant products included alprazolam, aprepitant, cefadroxil, cefalexin (cephalexin), cefdinir, celecoxib, ciprofloxacin, dicycloverine (dicyclomine), doxycycline hyclate, escitalopram oxalate (lexapro), ibuprofen, influenza vaccine inactivated (fluvirin), lorazepam, medroxyprogesterone, mefenamic acid, metformin, methylprednisolone, misoprostol, naproxen sodium, naproxen sodium (aleve), norethisterone (norethindrone), ondansetron, oxycodone/apap (oxycodone w/paracetamol), pantoprazole, pregabalin (lyrica), procet (hydrocodone w/paracetamol), prochlorperazine maleate (prochlorperaz), sulfisomidine (sulfamethin) and valaciclovir. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 26 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain (left side)"). On (B)(6) 2016, the patient experienced premature menopause ("early menopause") and blood oestrogen increased ("high estrogen levels"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), ovarian cyst ("ovarian cyst") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, nausea, migraine, premature menopause, vaginal haemorrhage, anxiety, depression, ovarian cyst, uterine leiomyoma, weight increased, irritable bowel syndrome, alopecia, headache, blood oestrogen increased and perineal pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, blood oestrogen increased, depression, dysmenorrhoea, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, perineal pain, premature menopause, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: portion of the essure device was not extracted from her body during her hysterectomy and salpingectomy, and that a portion of the device potentially remains in her body. Could not find essure coil in the specimens removed following full hysterectomy and unilateral salpingectomy. No date scheduled yet; but the healthcare provider will attempt another removal procedure if necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. On (B)(6) 2015, hysterosalpingogram was performed post essure procedure that was done approximately ii weeks ago. Her right tube was surgically absent from prior salpingectomy in the past. The left tube: demonstrated proper essure placement. Good tubal occlusion noted. Procedure accomplished without difficulty. (B)(6) 2016, pathologic diagnosis : uterus and cervix, secretory endometrium, myometrium with leiomyomas ( o. 6 cm and o. 7 cm), benign endocervix and ectocervix. B. Left fimbria: benign portion of fallopian tube ( including fimbria) c. Left ovarian cyst. Hemorrhagic corpus luteum. Findings: include an absent right fallopian tub" and ovary. A normal appearing uterus normal-appearing left fallopian tube. A hemorrhagic cyst approximately 2 cm on the left ovary, normal-appeared liver and absent. (B)(6) 2016, procedures performed: [endoscopic plantar fasciotomy with carpal tunnel endoscope and 30 angled camera. Release of plantar fascia with t blade.] Findings: [hypertrophic plantar fascia at the level of the medial septum and central band of the aponeurosis.] Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 175 lbs. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, anxiety, depression, ovarian cyst, uterine leiomyoma, dysmenorrhoea, weight increased, irritable bowel syndrome, alopecia, headache, blood oestrogen increased, perineal pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ coil migrated and disappeared/ migration of essure device location of device: unknown/ perforation (fallopian tube(s))") and uterine perforation ("perforation (uterus)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine contractions abnormal, c-section, gestational diabetes mellitus and abdominal pain lower. Concurrent conditions included astigmatism, myopia, presbyopia, obstructive sleep apnea syndrome, ovarian dysfunction, plantar fasciitis, menometrorrhagia, vulval abscess and obesity. Concomitant products included alprazolam, aprepitant, cefadroxil, cefalexin (cephalexin), cefdinir, celecoxib, ciprofloxacin, dicycloverine (dicyclomine), doxycycline hyclate, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, influenza vaccine inact sag 3v (fluvirin), lorazepam, medroxyprogesterone, mefenamic acid, metformin, methylprednisolone, misoprostol, naproxen sodium, naproxen sodium (aleve), norethisterone (norethindrone), ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole, pregabalin (lyrica), prochlorperazine maleate (prochlorperaz), sulfisomidine (sulfamethin) and valaciclovir. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6)2016, the patient experienced perineal pain ("perineal pain (left side)"). On (B)(6)2016, the patient experienced premature menopause ("early menopause") and was found to have blood oestrogen increased ("high estrogen levels"). In (B)(6)2016, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6)2016, the patient experienced alopecia ("hair loss"). In (B)(6)2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, nausea, migraine, premature menopause, vaginal haemorrhage, anxiety, depression, ovarian cyst, uterine leiomyoma, weight increased, irritable bowel syndrome, alopecia, headache, blood oestrogen increased and perineal pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, blood oestrogen increased, depression, dysmenorrhoea, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, perineal pain, premature menopause, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: portion of the essure device was not extracted from her body during her hysterectomy and salpingectomy, and that a portion of the device potentially remains in her body. Could not find essure coil in the specimens removed following full hysterectomy and unilateral salpingectomy. No date scheduled yet; but the healthcare provider will attempt another removal procedure if necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. On (B)(6)2015, hysterosalpingogram was performed post essure procedure that was done approximately ii weeks ago. Her right tube was surgically absent from prior salpingectomy in the past. The left tube: demonstrated proper essure placement. Good tubal occlusion noted. Procedure accomplished without difficulty. (B)(6)2016, pathologic diagnosis : - uterus and cervix - secretory endometrium - myometrium with leiomyomas ( o. 6 cm and o. 7 cm) -benign endocervix and ectocervix b. Left fimbria: -benign portion of fallopian tube ( including fimbria) c. Left ovarian cyst. -hemorrhagic corpus luteum. Findings: include an absent right fallopian tub" and ovary. A normal appearing uterus normal-appearing left fallopian tube. A hemorrhagic cyst approximately 2 cm on the left ovary, normal-appeared liver and absent. (B)(6)-2016, procedures performed: [endoscopic plantar fasciotomy with carpal tunnel endoscope and 30 angled camera. Release of plantar fascia with t blade.] Findings: [hypertrophic plantar fascia at the level of the medial septum and central band of the aponeurosis.] Current weight as of (B)(6)-2018: 220 lbs. Approximate weight at the time of essure placement 175 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2019: the case 2018-239746 was identified as a follow up of this case. Therefore, the case 2018-239746 was deleted from argus database. No new information. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ coil migrated and disappeared/ migration of essure device location of device: unknown/ perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and hospitalisation ('hospitalization nos') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine contractions abnormal, c-section, gestational diabetes mellitus and abdominal pain lower. Concurrent conditions included astigmatism, myopia, presbyopia, obstructive sleep apnea syndrome, ovarian dysfunction, plantar fasciitis, menometrorrhagia, vulval abscess and obesity. Concomitant products included alprazolam, aprepitant, cefadroxil, cefalexin (cephalexin), cefdinir, celecoxib, ciprofloxacin, dicycloverine (dicyclomine), doxycycline hyclate, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, influenza vaccine inact sag 3v (fluvirin), lorazepam, medroxyprogesterone, mefenamic acid, metformin, methylprednisolone, misoprostol, naproxen sodium, naproxen sodium (aleve), norethisterone (norethindrone), ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), pantoprazole, pregabalin (lyrica), prochlorperazine maleate (prochlorperaz), sulfisomidine (sulfamethin) and valaciclovir. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain (left side)"). On (B)(6) 2016, the patient experienced premature menopause ("early menopause") and was found to have blood oestrogen increased ("high estrogen levels"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and ovarian cyst ("ovarian cyst"), underwent hospitalisation (seriousness criteria hospitalization and medically significant) and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, nausea, migraine, premature menopause, vaginal haemorrhage, anxiety, depression, ovarian cyst, uterine leiomyoma, weight increased, irritable bowel syndrome, alopecia, headache, blood oestrogen increased and perineal pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter provided no causality assessment for hospitalisation with essure. The reporter considered alopecia, anxiety, blood oestrogen increased, depression, dysmenorrhoea, fallopian tube perforation, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, perineal pain, premature menopause, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: portion of the essure device was not extracted from her body during her hysterectomy and salpingectomy, and that a portion of the device potentially remains in her body. Could not find essure coil in the specimens removed following full hysterectomy and unilateral salpingectomy. No date scheduled yet; but the healthcare provider will attempt another removal procedure if necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. On (B)(6) 2015, hysterosalpingogram was performed post essure procedure that was done approximately ii weeks ago. Her right tube was surgically absent from prior salpingectomy in the past. The left tube: demonstrated proper essure placement. Good tubal occlusion noted. Procedure accomplished without difficulty. (B)(6) 2016, pathologic diagnosis : uterus and cervix, secretory endometrium, myometrium with leiomyomas ( o. 6 cm and o. 7 cm), benign endocervix and ectocervix. B. Left fimbria: benign portion of fallopian tube ( including fimbria). C. Left ovarian cyst. Hemorrhagic corpus luteum. Findings: include an absent right fallopian tub" and ovary. A normal appearing uterus normal-appearing left fallopian tube. A hemorrhagic cyst approximately 2 cm on the left ovary, normal-appeared liver and absent. (B)(6) 2016, procedures performed: [endoscopic plantar fasciotomy with carpal tunnel endoscope and 30 angled camera. Release of plantar fascia with t blade.] Findings: [hypertrophic plantar fascia at the level of the medial septum and central band of the aponeurosis.] Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 175 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: reporter updated; adverse event "hospitalization nos" added to case. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, nausea ("nausea"), migraine ("migraines") and premature menopause ("early menopause"). The patient was treated with surgery (performed a laparoscopic hysterectomy and salpingectomy on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation, nausea, migraine and premature menopause outcome was unknown. The reporter considered device dislocation, migraine, nausea and premature menopause to be related to essure. The reporter commented: portion of the essure device was not extracted from her body during her hysterectomy and salpingectomy, and that a portion of the device potentially remains in her body. Diagnostic results: on (B)(6) 2015, hysterosalpingogram confirmed satisfactory placement of her essure coil and full occlusion of her tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.